Manufacturer narrative:
Manufacturer's investigation conclusion: contamination of the driveline electrical connections with saline could not be confirmed as no images or product are available for evaluation; however, it was reported that the contamination was due to the account fumbling the pump and dropping the driveline during preparation. It was reported that during pump preparation in the operating room, the account fumbled the pump and dropped the driveline. The electrical connections of the driveline were contaminated with saline, and the decision was made to not implant the pump as it was no longer safe. The event reportedly did not extend surgical time nor impact the patient. The heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was reportedly discarded by the account. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 8 ¿equipment storage and care¿ provides information on how to store and care for the heartmate 3 left ventricular assist system. This section warns to not allow water to penetrate the interior of the equipment. Do not immerse equipment in water or liquid; this may cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during pump prep in the operating room, the coordinator fumbled the heartmate 3 (hm3) pump and dropped the driveline leading to saline contamination in the electrical connections. It was determined the pump was no longer safe to implant in a patient and it was discarded. Another hm3 implant kit was opened and used.